Event description:
This was a lead extraction procedure to remove three non-functional cardiac leads due to cied system infection, cied pocket infection, valvular endocarditis, and sepsis. The procedure began with the implantation of a medtronic capsure epi pacing lead. The three leads to be extracted were prepped with llds and a 14f sls ii was used to lase. The first lead, a 12 month old sjm tendril ICD lead was extracted without difficulty. The second lead, a 54 month old biotronik ra pacing lead was removed with the 14f sls ii. Adhesions were noted at the area of the svc and innominate. After removal of the lead and sheath, a decrease in the pt's blood pressure was observed, a sternotomy was performed, and an injury in the innominate was found and repaired. The third lead, 164 month old osypka qt67 lv lead, was removed manually during the sternotomy. Unfortunately, the patient ultimately passed away 6 hours after the procedure. Cause of death was hemorrhagic shock.

Manufacturer narrative:
It has been reported that the device involved in this event is going to be returned to us for evaluation. If device is returned, a follow-up report will be provided with the results of our investigation.

Manufacturer narrative:
Catheter investigation summary - the visual inspection of the sls found the device to be in excellent condition and showed minimal use. The catheter did not show any issues, kinks, significant dead fibers, coupler damage, or tip damage. No issues or non-conformances were found with our device.